Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10724985.

Event description:
It was reported that the patient had ineffective therapy. The patient needed more coverage in their foot. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken on (B)(6) 2025 and a s1 lead was added. Therapy was restored following the procedure.